Manufacturer narrative:
Device evaluated and repaired by distributor.

Event description:
It was reported by the distributor that there was reduced brake force on the bad due to damaged casters. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.